Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the navigation system on-site. It was confirmed that one of the castors was damaged. The part was replaced and the issue was resolved. The damaged castor was received by the manufacturer for evaluation. Analysis found that the castor had been broken off at the threaded post. A full navigation system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that a castor broke off of the navigation system during transport. There was no patient present when this issue was identified. No additional details were provided.